Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable positive results for samples from two patients tested with elecsys hbsag ii on a cobas e411 rack. On (B)(6) 2025, a sample from the first patient resulted in an hbsag value of 0.36 coi (non-reactive). On (B)(6) 2025, a sample from the second patient resulted in an hbsag value of 0.32 coi (non-reactive). On (B)(6) 2026, a second sample collected from the first patient resulted in an hbsag value of 2.25 coi (reactive). On (B)(6) 2026, a second sample collected from the second patient resulted in an hbsag value of 1.94 coi (reactive). On (B)(6) 2026, second samples collected from each patient was repeated, resulting in hbsag values of 1.94 coi (reactive) and 2.96 coi (reactive) respectively. For each sample measurement, the specific patient (first patient or second patient) could not be identified. On (B)(6) 2026, a third sample collected from the first patient resulted in an hbsag value of 0.121 coi (non-reactive). On (B)(6) 2026, a third sample collected from the second patient resulted in an hbsag value of 0.165 coi (non-reactive).